Manufacturer narrative:
Device passed the displacement test, self test, off no power test, rewind test, basic occlusion test and prime/a33 test. The operating currents were in specification. Device received with stuck motor error alarm loop during bolus/basal delivery due to moisture damage on the motor. During visual inspection, the mother board, interface board and radio frequency board had moisture damage. Unable to perform a21 error test, occlusion test, excessive no delivery test and the delivery accuracy test due to motor error alarms. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The insulin pump received motor error. Customer¿s blood glucose level was 416 mg/dl at the time of incidence. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. The drive support cap was normal. Insulin pump did not exposed with higher magnetic field. Customer reported that they got motor error again. Customer was treat with manual injection. Customer had difficulty in breathing, nausea, abdominal pain and positive ketone test. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.